Event description:
Lap sponges included in pack. One of the five sponges in pack had string loosely attached which scrub noted to have fallen off prior to use on field. All pieces recovered and removed from field immediately. Noted lap sponge never used on patient.event reported to service line manager.